Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, cracked and curved openings, and brown particles. A leak test was performed which found two openings. A microscopic analysis identified a curved cracked opening in the valve assessed as a cracked valve seat diaphragm valve, partial delamination of the diaphragm flange disk assessed as adhesive failure, and a curved striated opening on the radius side assessed as surgical damage. Based on the device analysis, the final assessment is a cracked opening on the valve assessed as a cracked valve seat diaphragm valve, and a curved striated opening assessed as surgical damage.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.